Manufacturer narrative:
(B)(6).

Event description:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator through the skin, resulting in a decision to explant the device. The device was explanted on (B)(6) 2026.re-implantation is planned but has not taken place as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.